Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient was referred to the hcp for explant. Rep looked patient up and the patient had not been seen since (B)(6) 2016. No further information was available until patient was scheduled. No symptoms were reported and no further complications were reported/anticipated. On 2017-aug-21, additional information was received from the rep. It was reported that the rep had not been notified of the explant date for the patient yet. No further complications were reported/anticipated.